Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bolus wizard was recommending a number but providing another one on the actual bolus screen. The food bolus was incorrect. The insulin pump did not make the correct calculations based on the information entered. The customer was instructed to enter the bolus amount manually until they receive their replacement insulin pump. Customer's blood glucose level was 134 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.